Manufacturer narrative:
Continuation of d11: ri (fuji film), volume: 18, velocity: 6.2, pressure: 552qn#1900100764 the reported lot number (16f22l0062) matches the lot number on the returned original packaging lid-stock/label. Returned for investigation was a 5fr. 80cm berman catheter with the original packaging lid-stock. Upon return, the catheter body was immediately noted ruptured near the junction hub; the body was noted ruptured from approximately 89.1cm to 89.6cm from the distal tip of the catheter. Some dried contrast media was noted within/around the ruptured catheter body. The supplied control stroke syringe was noted connected to the inflation lumen stopcock; no damage or abnormalities were noted to the returned syringe. The inflation lumen stopcock was in the open position. The recommended volume capacity of the balloon is 0.75cc. Upon microscopic inspection, the balloon appeared typical; no damage or abnormalities were noted to the balloon. Dried blood was noted within the berman holes. No condensation was noted within the inflation lumen extension line. Dried contrast media was noted within the injection lumen extension line. Dried blood was noted on the exterior surfaces of the returned sample. No other damage or abnormalities were noted. Additionally, according to the event details, the pressure used for the contrast media injection was 552 psi, which indicates that the user did not follow the instruction for use (IFU)/product specification sheet for the contrast media injection. The instruction for use (IFU) states in the "warning and precautions" section: "5. Warning: when injecting radiopaque media, do not exceed the maximum flow rate and pressure as indicated on the separate instruction insert." The product specification sheet states: the "maximum safe pressure" for the contrast media injection is "540 psig". The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. One side of the balloon measured approximately 4mm. The other side measured approximately 4mm. The balloon did meet specifications of radius ratio less than or equal to 2.0. The inflation lumen was injected with 0.75cc of air using the returned control stroke syringe. The balloon inflated symmetrically. The balloon deflated in less than 3 seconds when the syringe was removed. No pull away was noted after the tug test. The balloon was placed in water and air was injected into the inflation lumen again. No leak was noted. The ruptured catheter body did not result in damage to the inflation lumen. The catheter's injection lumen was aspirated/flushed, and air was noted leaking from the ruptured catheter body. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that the "catheter got torn during the procedure" is confirmed. The catheter body was found ruptured near the junction hub during visual inspection of the returned sample. Additionally, according to the event details, the pressure used for the contrast media injection was 552 psi, which indicates that the user did not follow the instruction for use (IFU)/product specification sheet for the contrast media injection. As a result, an in-service has been requested to review the instructions for use (IFU)/product specification sheet with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the ruptured catheter body. The probable root cause of the complaint is manufacturing related. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the catheter got torn during the procedure. Therefore, the catheter was replaced with a new one, inserted at the same insertion site to complete the procedure. No harm to the patient was reported. The patient status is reported as "fine".

Manufacturer narrative:
Concomitant medical products: ri (fuji film), volume: 18, velocity: 6.2, pressure: 552. Qn# (B)(4).

Event description:
It was reported that the catheter got torn during the procedure. Therefore, the catheter was replaced with a new one, inserted at the same insertion site to complete the procedure. No harm to the patient was reported. The patient status is reported as "fine".